Event description:
Tech alleged that the bed had no power. No pt impact.

Manufacturer narrative:
The tech found the power cord was burned on the power plug. The tech replaced the power cord to resolve the issue.